Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Revsion due to medial pain. Medial pain caused by a gutter impingement. Poly exchanged.